Event description:
It was reported the pt (B)(6) lost stimulation. A diagnostic test revealed invalid impedance measurements on all lead contacts. Surgical intervention was undertaken to address this issue. Visual inspection of the pt's lead revealed a break. The device was replaced and effective stimulation was recaptured following the procedure.

Manufacturer narrative:
The complaints of "invalid impedance" and "lead broken/fractured" were confirmed. The returned lead a kink with broken wires 18 cm distal to the stimulation end. A cam impression, consistent with the use of a swift lock anchor was also observed. Functional testing revealed that 7 of 8 channels failed continuity. As the outer tubing was not breached, the damage observed is consistent with overstress the lead incurred at the distal end of a swift-lock anchor while it was implanted. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.